Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed recurring insulin flow block alarm. Customer had tried all the recommended troubleshooting. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm found on (B)(6) 2022. Also, on case-(B)(4), svn#: (B)(6) - customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm and visit to emergency room for high bgs found on (B)(6) 2022, on case-(B)(4), svn#: (B)(6) - customer returned pump for an alleged battery cap contact missing/damage found on (B)(6) 2021 and on case-(B)(4), svn#: (B)(6) - customer returned pump for an alleged audio tone anomaly during suspend, visit to emergency room and was hospitalized for high bgs found on (B)(6) 2021. Unable to confirm battery cap contact damage due to pump received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms or pump error 63 alarms in the formatted history noted during testing. Programmed the current time and date and set the auto suspend feature. The auto suspend alarm was turned "on" and programmed the time to 1 hour. Monitored the pump for 1 hour and the auto suspend alarm feature is working properly. No absence of alarm or audio tone anomaly during suspend noted during the testing. Multiple no delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on the event date of june 05, 2022. (06/05/2022 18:24:44.000 and 06/05/2022,18:25:50.000 06/05/2022 20:49:52.000 and 06/05/2022 20:51:04.000) during bolus delivery. Multiple no delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on the event date of may 28, 2022. (05/28/2022 15:59:36.000, 05/28/2022 16:01:28.000, 05/28/2022 16:45:45.000 and 05/28/2022 16:56:00.000, 05/28/2022 17:03:00.000, 05/28/2022 17:14:00.000 and 05/28/2022 17:17:00.000, 05/28/2022 17:25:00.000, 05/28/2022 17:27:00.000 and 05/28/2022 17:29:00.000, 05/28/2022 17:30:00.000, 05/28/2022 17:32:00.000, 05/28/2022 17:34:00.000, 05/28/2022 17:35:00.000, 05/28/2022 17:37:00.000 and 05/28/2022 17:38:00.000, 05/28/2022 17:42:00.000, 05/28/2022 17:43:00.000 and 05/28/2022 17:45:00.000) during basal and bolus delivery. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a minor deep scratched lcd window, a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Unable to confirm battery cap contact damage due to pump received without the original battery cap. The pump passed all the required testing. Unable to verify customer alleged for high bgs. No delivery alarm/insulin flow blocked alarm was not confirmed. Audio tone anomaly during suspend was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.